Event description:
Our rep is reporting that the end user believes that the rigidfix guide frame is not accurate and caused the trocar to hit the femoral rod causing metal shavings to fall into the patient's joint space. The surgeon is not sure if all of the debris was removed from the patient. The surgeon competed the case successfully using the above instruments without further incident.

Event description:
Our rep is reporting that the end user believes that the rigidfix guide frame is not accurate and caused the trocar to hit the femoral rod causing metal shavings to fall into the pt's joint space. The surgeon is not sure if all of the debris was removed from the pt. The surgeon completed the case successfully using the above instruments without further incident.